Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that the insulin pump had scratches on the lcd screen and it was difficult to read the screen. The device will be returned for analysis.